Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eb-1570k. In the event reported, the user stated that there was a tear in the bending rubber at the distal end. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. The device is currently pending return. On 07-feb-2022, a device history record (DHR) review for model eb1570k, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 03mar2015 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: we checked the returned unit and confirmed, that the remote control button (1) cut. Based on the result. We concluded, that it was caused, due to the excessive force applied on the remote control button (1). The device has been repaired. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.